Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device alarms and light flashes when plugged in. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 133.6080 was confirmed. On 11-mar-25 was received unboxed and with paperwork. Report tamper switch malfunction was confirmed. Pin1 red wire of the tamper switch harness (tamper_rtn) was dislodged. Route the device to san diego repair center for normal processing. The tamper switch failure was fixed. No repaired is required. Recommend service to proceed with their normal process. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device alarms and light flashes when plugged in. There was no patient involvement.